Event description:
The customer stated that he tested his blood glucose using his contour meter and another meter. The contour read 109 mg/dl, while the other meter read 471 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer also mentioned that the cap was open on his sample bottle of test strips when he first opened the meter carton. While troubleshooting, he performed control tests and received a result of 273 mg/dl. The normal control range was 99-136 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.